Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing with the subject device, it was found that the color bar was displayed on the monitor. And, as a result of the incoming inspection for repair by a third party, it was confirmed the reported color bar was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon (color bar) was duplicated and the endoscopic image was not displayed on the monitor when the subject device connected to the video processor, and also that the camera cable of the subject device was damaged (kinked). Therefore, oekg surmised that the damage of the camera cable might be caused no image. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, osmc surmised that the reported phenomenon (color bar) was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.